Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) is ranked nine out of the top ten countries with the highest incidence of t1dm per year according to the diabetes atlas. In this retrospective study, researchers determined the common issues experienced by saudi t1dm adult patients on csii therapy, a retrospective chart review was conducted at the adult diabetes and endocrinology center, (B)(6)hospital, (B)(6). (B)(6) adults with known t1dm aged 1545 years old and who were on csii therapy were included in the chart review. Exclusion criteria included t1dm patients who were under a certain age, had experienced severe diabetes complications, had learning disabilities, and those not on csii therapy. A total of 118 subjects [34 males aged 22.8 ¿ 8.3 years (28.8%) and 84 females aged 27.0 ¿ 7.7 years (71.2%); p = 0.01] fulfilled the criteria for inclusion. At the time period of study, 13% (n = 15) of subjects were not using insulin pump. Among the 103 users, 99% were using medtronic (medtronic plc, (B)(4)) while 2 (1%) were on <name omitted>. Among medtronic users, most (61%) were using mmt 722 followed by mmt 772 (34.7%), mmt 640 (2.5%), and mmt 754 (0.8%). Less than half of the patients (n = 53, 44.9%) reported no significant problems in their csii experience. The most common problems experienced were breaking down of the pump (30.0%), relocation of the cannula or tubing (22%), and air bubbles affecting delivery (16.1%). Among the few subjects who stopped csii, the most common reason was that they did not like wearing the pump (5.1%) and found the pump was faulty (2.5%). Severity of reported hypoglycaemia was mild in more than half of the subjects (59.3%) while 37.3% reported moderate and 2.5% had severe hypoglycaemia. More than one third (65.6%) of the subjects reported having fewer hypoglycaemic attacks after csii therapy while 13.6% reported more episodes. In summary, the prevalence of device malfunction is high among arab adult t1dm users of csii and this can partly explain the suboptimal improvement in their glycaemic control.